Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. The ultrasonic sensor was found to be out of specification. A review of the event history log revealed 'reload set'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require calibration to correct the issue. The device malfunction may result in a delay of therapy if it were to recur. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump had a sensor failure during an unspecified process step. There was no patient involvement. No additional information is available.